Event description:
In 2008, a female patient had successful implantation of xp1 single system device with sinus lift at site #3. Subsequent to the procedure, the patient developed a sinus infection which lead to removal of the implant sixteen days later. At the time of removal, bone graft material was placed. The patient will be re-evaluated at a later time for possible replacement of implant. The clinician has reported event (sinus infection) was not related to the performance of xp1 single system dental implant.

Manufacturer narrative:
There are various factors that contribute to the risk of implant failure. (5) these include pt factors such as prior oral infection, poor bone quality or quantity, systemic conditions such as diabetes, uncontrolled hypertension, etc. Pt habits such as tobacco use, alcohol or drug abuse, poor oral hygiene, and bruxism may also lead to implant failure. In addition, improper surgical technique can lead to implant failure and/or loss of supporting bone. The device history record for this lot of implants was reviewed and process and sterilization parameters were found to be as specified. A review of the complaint database did not identify any similar complaints of sinus infection related to devices from the report lot of 568701608. In conclusion, the risks and complications with this keystone dental implant due to pt factors is a well-documented and inherent risk of dental implants. This instructions for use indicate: complications and adverse effects: the risks and complications with the xp1 sys dental implants are similar to those of other dental implants and include, but are not limited to: infection(s) requiring implant revision surgery. Persistent pain, numbness, or paraesthesia. Lack of osseointegration. Implant fracture. Perforation of the maxillary sinus. Perforation of the labial and/or lingual plates. Mobility of the implant requiring revision surgery. Loosening of the abutment screw and/or retaining screw. Bone loss possibly resulting in revision surgery or removal of the implant.